Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported complaint of false pause and bradycardia episodes was confirmed. These false episodes were due to extremely small r wave amplitude sensed by the device. No device malfunction was observed.